Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The microcatheter (subject device) was received with a surpass evolve follow diverter. The distal of the microcatheter (subject device) was fractured and flattened. During functional inspection, a patency mandrel was advanced through the returned xt-27 and the surpass evolve flow diverter was removed from the microcatheter. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. No anomalies were noted to the device prior to the procedure, continuous flush was maintained, and the dfu was followed during the preparation of the device. The surpass evolve flow diverter was found to be deployed and deformed within the xt-27 microcatheter lumen. It is probable that the xt-27 microcatheter was damaged during the clinical procedure causing difficulties in deploying the flow diverter and causing premature deployment of the flow diverter within the xt-27 during the attempt to remove from the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed issues related to the microcatheter as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. This is the second of 2 reports.

Event description:
Based on the return of the devices, it was observed that the microcatheter (subject device) was flattened and broken. There were no clinical consequences to the patient.